Event description:
I received machine "reli on true metrix air" and received a letter in the mail about the readers malfunctions. I have been experiencing this since I received the reader. The machine has been giving me false readings.